Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report ((B)(4)) with the following information: describe event or problem: patient for tavr procedure. Arteriotomy access at the junction of the external iliac and common femoral artery with proglide closure sutures not completely down to the artery. Upon extension of the arteriotomy proximally and distally there was dissection flap causing complete occlusion of the common femoral artery, extensive thrombus occluding the right external iliac artery. Arteriogram noted patient had an occlusion of the right femoral artery. Most likely secondary to percutaneous closure device malfunction. Pt required thrombectomy and had strong triphasic doppler signals in the posterior tibial and popliteal arteries at the ankle post procedure. The following additional information was received: it was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device caught the edge of plaque in the artery, causing a dissection and flap of plaque to occlude the artery. Surgical intervention was required to by-pass and repair the portion of the artery with the plaque. Hemostasis was achieved during the surgical repair. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties, patient effects and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.